Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was a complete staple line failure on the patient side of the stomach. The staples were still in their drivers and the reload cartridge was visibly damaged starting one-third of the way up. The firings one through four were green loads with gore seem guard on the anvil side only. Firings five through seven were green reloads with seem guard on both sides. The failure occurred on the sixth firing, very close to the ge junction. The surgeon had to over sew the staple line at the failure point. Additionally, he had to use a clip applier to control hemostasis on previous firings. The surgeon had to use eviseal as a precaution. Operative time was increased by forty minutes and a drain placed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: damaged cartridge, damaged one piece sled, damaged drivers additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was the post-operative care for the patient changed as a result of the event? Drain. Management ¿ surgeon does not typically place a drain. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.